Event description:
The staple is jamming (unit: operating room).

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73d2000168 was manufactured on 04/07/2020 a total of (B)(4) pieces. Lot was released on 04/23/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appear misaligned. Two staples were partially formed in the device (one fully formed and one unformed that was protruding from the distal end). The stapler was returned with 34 staples left, including the two partially formed staples, indicating that at least 1 staple was fired by the end user. First, the two partially formed staples were manually removed from the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. On the next attempt, a staple fired but it was unable to form properly. The misalignment of the staples prevented the staples from firing properly. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign and prevent the staples from firing properly. A nonconformance was pr eviously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, staples were unable to fire properly due to the staples being misaligned. The sample was disassembled and no other defects or anomalies were observed. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, staples were unable to fire properly due to the staples being misaligned. The sample was disassembled and no other defects or anomalies were observed. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d2000168 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming (unit: operating room).